Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8578, lot# n187881002, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and one other unknown medication via an implantable infusion pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that the pump went dry in 2010. The patient did not have a healthcare provider (hcp) to care for the pump, or to refill it. The reporter stated that the alarm had stopped. There were no interventions mentioned, and no reported symptoms.